Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) possibly detected supra ventricular tachycardia (svt) as fast ventricular tachycardia (vt) and delivered anti-tachycardia pacing therapy. The ICD remains in use. No patient complications have been reported as a result of this event.